Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the device froze while monitoring. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer, who advised the customer to restart the device which caused it to start up normally and continue to work. After the restart the device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.